Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the first clip delivery system (cds 50505u247) was moving in an irregular direction in theleft atrium which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 50505u247) was advanced to the left atrium. When the m-knob was turned, the sleeve moved in a lateral direction and the shaft was bending approximately 10 degrees. Troubleshooting steps were performed, but were unsuccessful. Due to the irregular movement, the decision was made to remove and replace the cds. A second cds was advanced to the mitral valve without issue. During the first attempt to open the clip, the clip did not open, despite troubleshooting steps. The decision was made to remove and replace the cds. A third cds was used successfully. The one clip was implanted and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The incident information provided to abbott vascular, analysis of the returned device, manufacturing records and complaint history for the reported lot were reviewed. A definitive cause for the reported sleeve steering issue and delivery catheter (dc) shaft bend in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve and dc shaft functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.